Manufacturer narrative:
(B)(4). The customer replaced a proportional solenoid valve(psol)and the unit is back in use.

Event description:
It was reported that during testing, an 840 ventilator generated an error message. There was no patient involvement at the time of the event.